Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. There was a loose ECG connector found on the printed circuit board. A broken latch was also noted on the power cord bay door.

Event description:
It was reported there was a poor quality, noisy ECG signal. No patient complications were reported as a result of this event.